Event description:
It was reported, the pt experienced a fall and subsequently feels the ipg is not stationary. In addition, the pt has been experiencing difficulty initiating communication with external devices. Replacement external devices were used to no avail. The pt is working with his physician to determine a resolution. Surgical intervention is being considered to address the issue.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.